Event description:
It was reported that the battery on this pulsavac plus device was smoldering and leaking internal battery contents. It was reported that the issue was observed during use at full flow and the cable between the battery pack and handpiece had not been cut. It was also reported that the battery pack appeared hot, which was described as very warm, but tolerable for a short period. The planned irrigation for the procedure was completed using another device, with no increase to procedure time. Normal saline solution was used during the procedure with no other additives. It was reported that there was no harm or injury to the pt or user.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.